Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on screen board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime, compromised force sensor system test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Pump passed self test, unexpected restart alarm error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no low battery alert and unexpected battery power loss noted. Pump received with cracked battery tube thread noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had a unresponsive buttons and cosmetic damage. Customer's blood glucose level was unknown. Troubleshooting was not performed. Insulin pump is expected to return.

Manufacturer narrative:
The inform was incorrect with the initial report. The correct information has been provided with this report.